Event description:
Customer complaint: limited data available. Customer complained that the device switch keeps blinking red on high settings and won't turn off. It feels extremely hot to the touch.

Event description:
Customer complaint - limited data available. Customer stated that the heating pad continuously blinked red on high setting and wouldn't turn off. The device also overheated.